Manufacturer narrative:
On 14-nov-2023, the bwi product analysis lab received the device for analysis. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and after the procedure was completed, when octaray was pulled out of the sheath, char was found to be adhered to the no. 2 electrode on the shaft. At the end of the procedure, the echocardiography did not show thrombus and there were no symptoms suggestive of thrombus. The patient was anticoagulated, and the activated clotting time (act) was above 300. No action was taken because it was noticed after the procedure was completed. Device evaluation details: visual analysis of the returned sample revealed no char residues. A patency test was performed, and the device was flushing correctly, no obstructed hole was observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31082443l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, galaxy, 48p, 3-3-3-3-3, d-curve and after the procedure was completed, when octaray was pulled out of the sheath, char was found to be adhered to the no. 2 electrode on the shaft. At the end of the procedure, the echocardiography did not show thrombus and there were no symptoms suggestive of thrombus. The patient was anticoagulated, and the activated clotting time (act) was above 300. No action was taken because it was noticed after the procedure was completed. The physician was unsure about the cause of the event as they didn't know if the char got on when they pulled the catheter out or if it happened intracardially. The ablation was not performed in contact with the shaft of octaray. There was no abnormality observed before using the product and there were none noted during usage as well.